Event description:
The customer reported the instrument was failing white blood cell while performing startup and clear fluid leaked from clear fluid leaked from the coulter lh 750 hematology analyzer onto the counter. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a cut sheath tubing at pinch valve (vl46b) along with a broken pinch valve (vl10). The fse replaced the tubing at pinch valve (vl46b) and pinch valve (vl10); resolving the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).